Event description:
It was reported that versacross connect laac access solution was selected for. It was mentioned that the dilator kept shredding guidewire. Procedure completed using an alternate method. No patient complications were reported. The device is not expected to be return (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction to the initial MDR in block(s) device codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect laac access solution was selected for. It was mentioned that the dilator kept shredding guidewire. Procedure completed using an alternate method. No patient complications were reported. The device is not expected to be return (disposed).